Event description:
It was reported that during implant attempt, there was difficulty with the patient anatomy. The physician pulled on the lead and felt it uncoil. Upon removal from the body, the coils were unwrapped. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however all conductors were stretched, the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched; full lead returned and analyzed.